Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle had the needle did not come out of the sheath during the radial probe diagnostic procedure on the patient. The procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.